Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported "magna valve came out calcification on the leaf which lost flexibility and solid within about 3 years... Decided to use sav valve (model: 2650, size:21 mm) to replace magna aortic valve."

Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent inflow and moderate at the stent outflow. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Wireform was exposed on the inflow aspect around the circumference of the valve. The x-ray demonstrated calcification, no visible damage to wireform. Method: = x-ray. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient history has been provided.